Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a routine supply change with contact detach infusion sets, the user was unable to attach the connector piece for the infusion set, and the agent documented the lot number for the luer connector and arranged replacement of the adaptor piece. Symptoms included no change in blood glucose. Outcomes included no alerts or alarms and no need for medical care. Investigation included troubleshooting and education with the user during the call. Investigation of this case revealed a connector attachment failure associated with the infusion set connection hardware. It was concluded, based on previously established findings for similar reports, that user interface or handling during connection was the likely cause.